Event description:
It was reported that the patient presented post-procedure in the hospital. Upon interrogation, it was noted that the right ventricular lead exhibited poor sensing. No intervention was performed. The patient was in stable condition and would be further monitored.